Manufacturer narrative:
Reference number (B)(4). Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, it was reported that the patient experienced slight redness and small amount of ooze at the peg site. The patient was encouraged to increase cleaning of site and to monitor same and the event was ongoing. On (B)(6) 2018, the patient was on an unspecified oral antibiotic for the stoma site infection for one week. The stoma site infection, slight redness and ooze to peg site were resolving.